Event description:
It was reported that fluency plus stent graft failed to deploy. The doctor had already deployed a 10x60 fluency plus in the pt just minutes earlier, but needed to deploy a second 10x60. The first deployed fine. The second did not deploy. The doctor could not unsheath the system. The doctor used a contralateral approach using an amplatz guidewire, but no sheath during deployment. The fluency plus was being placed in the common iliac to address extravasation. The fluency plus was removed and the doctor was able to deploy another one successfully. The second unit was taken to a back table and unsheathed. The stent graft inside did not form once deployed on a back table. There was no pt injury reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specifications prior to shipment. To date, no sample has been rec'd for eval despite attempts. The results of the investigation are inconclusive. It is unknown whether pt or procedural factors contributed to this event. This application represents an off-label use for this device. The fluency plus tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasm's or in benign strictures after all other alternative therapies have been exhausted. The info for use (IFU) supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.